Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), so it was revised and remains in service. No additional adverse patient effects were reported. Additional information from the field indicates the physician suspected the lead became dislodged as the root cause.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc), so it was revised and remains in service. No additional adverse patient effects were reported.